Manufacturer narrative:
It was reported on (B)(6) 2015 that the broken im nail was removed and replaced with a 10mm x 360mm, standard nail using one proximal screw and one distal screw. The cause of the broken nail was reported to be additional trauma due to a motorcycle accident.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the left femur; was shown to be broken during a follow-up x-ray.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the left femur; was shown to be broken during a follow-up x-ray.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken im nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The fractured left femur was already healed. Sign fracture care international will continue to monitor these events as part of our post market activities.